Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 12x4.0mm target lesion containing a lesion bend of between >45 and <90 degree was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilation was performed with a balloon, a 3.50x16mm promus element &#10244;rug eluting stent was advanced to treat the lesion. However, the stent failed to cross the lesion and the mid stent body was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the middle of the stent were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal of the device from the guide catheter. The ro markerbands, tip profile and cosmetics were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several locations along its length. In addition, the inner and outer were kinked along their length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 12x4.0mm target lesion containing a lesion bend of between >45 and <90 degree was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilation was performed with a balloon, a 3.50x16mm promus element drug eluting stent was advanced to treat the lesion. However, the stent failed to cross the lesion and the mid stent body was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.